Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: lo (result less than 10 mg/dl) and 327 mg/dl, 284 mg/dl and 96 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.